Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, white foreign material was observed on the a/w tube and a/w cylinder. Additionally, the evaluation found the following non-reportable conditions: due to damage on up/down knob, bending angle in up direction did not meet the standard value; a/w cylinder and suction cylinder had no color; due to a chip on probe cover, insulation resistance value at distal end did not meet the standard value; due to a chip on objective lens, the image had dark area partially; adhesive on bending section cover had a crack; universal cord had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. The device was returned to olympus as part of the asset return process. Upon evaluation, white foreign material was observed on the a/w tube and a/w cylinder. Additionally, the evaluation found the following non-reportable conditions: due to damage on up/down knob, bending angle in up direction did not meet the standard value; a/w cylinder and suction cylinder had no color; due to a chip on probe cover, insulation resistance value at distal end did not meet the standard value; due to a chip on objective lens, the image had dark area partially; adhesive on bending section cover had a crack; universal cord had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited white foreign material on the air/water (a/w) tube and a/w cylinder. There was no patient involvement as the device was returned as part of the asset return.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in air/water channel and air/water cylinder. There was no damage to the area where the foreign material was detected, and it is unknown if the reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.